Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection. The patient was treated with antibiotics, the ipp was explanted and replaced with tactra. There is no additional information reported.